Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer (a child of 10 years) received a "scan again in 10" message for more than 2 hours and was unable to obtain a reading. As a result, customer experienced hypoglycemia with symptoms described as headache, leg pain, and weakness and was unable to self-treat, requiring treatment of apple juice by his mother. Customer's symptoms persisted and hcp treatment of glucagen was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer (a child of (B)(6) years) received a "scan again in 10" message for more than 2 hours and was unable to obtain a reading. As a result, customer experienced hypoglycemia with symptoms described as headache, leg pain, and weakness and was unable to self-treat, requiring treatment of apple juice by his mother. Customer's symptoms persisted and hcp treatment of glucagen was required. There was no report of death or permanent injury associated with this event.